Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2014.

Event description:
A report was received that the patient had inadequate pain relief. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8116-50 serial number: (B)(4) batch/lot number: 19081930 model/catalog description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate pain relief. The patient underwent an explant procedure.